Manufacturer narrative:
Received one (1) used 011-h3394 add-on set w/4 check valves for inspection. A back check valve and the adapter were separated from the trifurcated connector as received. Evaluation of the bond under uv light showed gaps in solvent coverage. The remaining bonds were tested for bond integrity per product specifications. One (1) other bond failed functional specifications. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 5/3/2024.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 30 cm (12") add-on set w/4 check valves, vented cap experienced a disconnect during patient use. The following issue was reported by the customer: ¿patient came today for chemotherapy treatment. When assembling the tree, disconnection of a branch from the 4-way tree. Presence of physiological serum in the tree. Recurrent problem. Loss of equipment. Loss of time. No loss of product for patient. No impact on the patient.¿ the status of the product at the time of event is when assembling the tree. The product is available for evaluation. The patient was connected to the device at the time of the event. The medication administered was physiological serum. There was a very small delay in therapy and this one has been completed. The patient received the full intended dose. No other information was provided. There was no patient harm reported.